Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned .

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 402 mg/dl and an injection of insulin was used to address the bg level. The customer reported that the insulin at the luer lock appeared to be gel-like in consistency. The customer changed the supplies to the pump. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.